Event description:
The customer reported error code 240.4105. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of error code 240.4105 was due to the pressure sensor. Replaced upper pressure sensor assy for error code 240.4150,mechanism assy for patient occlusion test failure and left side iui connector was damaged. Replaced u4 led on display board assy for segment dim. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/03/2018 to the present date 1/6/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the pressure sensor. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # pa-2014-0026 for pressure sensor.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03jul2018 to the present date 6jan2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported error code 240.4105. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 240.4105. There was no patient involvement.